Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a loss of capture on the right ventricular channel. There were also episodes of variable impedance, an increase in sensing, and undersensing. It was suspected that the cause of the electrical anomalies were diagnostic imaging and an MRI that was performed. No intervention was performed and the patient was stable and will continue to be monitored.